Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting elective replacement indicator triggered by long charge times. The physician was going to try to perform two manual capacitor reformations; however, if the charge times stayed too long, the ICD would be explanted. No adverse patient symptoms were reported.